Event description:
The original implant procedure took place 2004. At a later date the patient underwent a procedure to remove the left kidney because of a mass on it. The clinician believes that during the procedure to remove the kidney, the excluder bifurcated endoprosthesis device was disturbed. In about 5 months later imaging revealed the devices (trunk ipsi and extender) were no longer in the proximal neck, but had migrated into the aneurysm sac. The clinician deployed additional devices successfully with good results. The patient is recovering well. The clinician believes the devices were disturbed during the procedure to remove the left kidney. There was no allegation of product deficiency.